Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the trek rx balloon dilatation catheter was advanced through the mildly tortuous vessel to the mildly calcified lesion and during use, ruptured at 16 atmospheres. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.